Event description:
It was reported that on (B)(6) 2010, due to stable angina and a positive stress test, the patient underwent coronary intervention to the left anterior descending (lad) artery. The 2.5 x 15 mm promus stent was implanted. Post procedure residual stenosis was 0% with timi iii flow. The patient was discharged the next day on 75 mg clopidogrel and 325 mg of aspirin. On (B)(6) 2011, patient experienced chest pain and was admitted to the hospital on the same day. The outcome of the event is reported as recovered/resolved and the patient was discharged on (B)(6) 2011. On (B)(6) 2014, the patient underwent successful thrombectomy and coronary intervention, with post-procedure timi iii flow. It was noted that the angiography report, chest x-ray, EKG and admission date will not be available. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Thrombosis and angina are listed in the promus everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.